Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was in hospital in (B)(6) 2017 because he had issue walking and his entire body was being stimulated. It was stated his walking started to get slower, he had difficulty walking and he was hunched over/leaning over, tired, and that¿s why he went to the doctor¿s office (B)(6). It was mentioned the doctor sent patient to emergency room and patient got out of hospital on (B)(6) 2017. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was stated that patient was just diagnosed with hodgkins disease. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was in the hospital in (B)(6)2017, because his entire body was being stimulated and had issues walking. The patient reported he had difficulty walking, walking started to get slower, and he was hunched over/leaving over/tired. This is why he went to the doctor's office during the second week in october. The patient reported the doctor sent him to the ER, and he got out of the hospital (B)(6) 2017. The patient reported he met with a manufacturing representative (rep) on (B)(6) 2018 at the doctor's office and had high density (hd) settings programmed onto his device. The patient reported he does not like the hd programming, because he was used to feeling stimulation. Since having the hd settings, the patient reported he has been getting headaches and does not think the stimulation coverage is good. The patient reported his entire body was uncomfortable. The patient noted he was seeing a neurologist on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.